Event description:
Impella 5.5 was inserted surgically via right axillary/subclavian artery access site in a 71-year-old female patient presenting with post-cardiotomy cardiogenic shock (PCCS). The patient¿s comorbidities were prior coronary artery bypass graft (CABG) and cardiac arrest. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E. The patient was medically supported by inotropes, vasopressors.During implantation, resistance was encountered within the axillary artery, and the Impella 5.5 could not be advanced beyond the level of the clavicle despite three implantation attempts. The procedure was aborted as the device was unable to pass through the vasculature. Reported contributing factors included vessel stenosis and a vessel diameter of less than 7 mm for Impella 5.5 implantation. A cannula kink was also reported. No noted excessive force was applied. The patient remained stable following the aborted procedure. Subsequently, an Impella CP was successfully implanted via the same right axillary/subclavian surgical access site.The patient remains on support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.